Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros amon quality control result was obtained from one level of a vitros control fluid using vitros amon slides on a vitros 5600 integrated chemistry system. A definitive assignable cause for the event was not identified. As limited information was available, and the customer did not want to continue the investigation, a vitros amon reagent issue and a vitros instrument malfunction cannot be ruled out as contributing factors.

Event description:
The customer observed a non-reproducible lower than expected vitros amon quality control result from one level of a non - vitros control fluid using vitros amon slides on a vitros 5600 integrated chemistry system. Vitros amon result: 187.41 ug/dl vs. Expected 234.8 ug/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. (B)(4).